Manufacturer narrative:
The power loss and low battery alarms were confirmed in the long trace. The pump was received with minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed power loss. The device alarmed after the battery was out for greater than ten minutes. Customer did receive multiple power loss alarms when battery was out less than 10 minutes. Customer was advised to leave the battery out for an hour, reinsert the battery, and the device alarmed again. Customer's blood glucose was 9.1mmol/l. Customer was advised the device needed to be replaced. The device is not returning for analysis.